Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 60 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 222 mg/dl. The customer stated she received a sensor error, she tried performing the reconnecting to old sensor multiple times but the sensor would keep reading low; she had to remove the sensor. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.